Event description:
While using the harmonic shears to take down adhesions and open up the fallopian tube and the white pad part of the jaws came apart in multiple pieces, leaving multiple pieces of rubber material inside patient. Physician suctioned the pieces up and irrigated. Harmonic taken out of service.